Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that he threw up friday morning and had high ketones. The customer stated that he had a headache and felt sick to his stomach. The customer treated the high readings with a shot. The customer ran a self-test and it passed. The customer did not see any moisture under the screen. The customer was advised to monitor the pump.